Manufacturer narrative:
(B)(4). The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. The reported patient effect of myocardial infarction, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests: (B)(6) 2015 (0500): ck-mb=46.7 ng/ml, normal upper limit 8.0; (B)(6) 2015 (0500): troponin I=3.48 ng/ml, upper reference limit 0.09; (B)(6) 2015 (0536): ECG= no mi; (B)(6) 2015 (1100): ck-mb=43.1 ng/ml, normal upper limit 8.0; (B)(6) 2015 (1100): ck=413 u/l, normal upper limit 280. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. There was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 4.0x28mm xience alpine stent was successfully implanted in the 1st obtuse marginal coronary artery lesion. Following, a proximal and distal edge dissection occurred. Treatment included implantation of a 2.5x23mm alpine stent and a 4.0x12mm alpine stent. The patient experienced chest pain, requiring medication nitroglycerine, and elevated cardiac enzymes. There was no myocardial infarction reported and no prolonged hospitalization. On (B)(6) 2015, the events resolved without sequela and the patient was discharged home. There was no additional information provided.

Event description:
Subsequent to the previous medwatch report, additional information was received as follows: during the procedure, the patient experienced jaw pain and nitroglycerine was provided. Post procedure, on (B)(6) 2015 a new myocardial infarction was diagnosed per electrocardiogram (ECG) and elevated cardiac enzymes. The patient was discharged home that same day. No additional information was reported.